Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic. Oversensing was noted on a real time egm. Review of the egm revealed sensing similar to emi. Possible cause of oversensing is patient's lvad. Programming changes were made. Further actions and dft will be discussed with the physician. The patient was stable and will continue to be monitored.